Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was "tight" in extension and flexion. Implants we all well fixed. Surgeon did soft tissue debridement and downsized the poly from a 7mm to a 5mm. Patella was removed and downsized from a 35 to 32. Doi: (B)(6) 2019. Dor: (B)(6) 2020; left knee.